Event description:
It was reported that persistent driveline fault were observed. Exchanging the system controller resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that driveline fault alarms were observed. The alarms were cleared once, but it came back minutes later. The patient was discharged home. It was reported that the patient might benefit from a non-grounded cable. Additional information was request, however was not provided.

Manufacturer narrative:
Section d4, h4: additional information device evaluation: the reported event of driveline fault alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned controller (serial number: pc-30598-g). The log file downloaded from the returned controller and the submitted log files contained approximately 84 days of data combined (23oct2019 ¿ 15jan2020 per the timestamp). A driveline fault alarm was active throughout the log files due to phase 3 being measured lower than phases 1 and 2. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on 15jan2020 at 12:44:32 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log files while the driveline was connected. Initial evaluation of the returned controller revealed that the resistance of phase 3 measured higher than phases 1 and 2; however, this did not affect the function of the controller or result in any alarms during testing. Furthermore, upon additional testing of the controller all three phase measurements were within normal limits and within a normal range of each other. Aside from the initial atypical measurement of phase 3, the controller passed functional testing without issue. The controller also operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller was disassembled for further inspection and a green contaminate consistent with fluid ingress was observed on the controller housing where the driveline bulkhead connector sits. The fluid contaminate was not observed inside the driveline connector, on the driveline wires, or on the controller main pcb. Additional microscopic inspection of the driveline bulkhead connector did not reveal any evidence of fluid ingress inside the connector; however, it cannot be conclusively determined that fluid did not enter the driveline connector. Additional information provided stated that the patient has not had any further issues since exchanging the system controller. Although the reported event was not reproduced during testing, the increased resistance on phase 3 observed during testing could have resulted in the reported event. Similar events related to driveline faults have been identified and the issue has been addressed via a CAPA. The system controller was manufactured prior to the implementation of the CAPA. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to an issue with the system controller. Although it did not appear to affect the function of the controller or result in any damage, the observed fluid ingress could have also possibly contributed to the reported event. Incidental findings:dim pump running leds; replace system controller alarm associated with consecutive lcd faults. Heartmate ii patient handbook (doc #10006962, rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (doc #10006960, rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault and replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (doc #10006962, rev. C) section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook (doc #10006962, rev. C) and heartmate ii instructions for use (IFU) (doc #10006960, rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on the event.